Event description:
During an implant attempt of the subject device, ventricular lead connection issues were incurred. Reportedly, the ventricular lead was connected and clicking of the screwdriver was heard, but the lead could be easily removed by pulling. Another unsuccessful connection attempt was made, so the pacemaker was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.